Event description:
It was reported that a malfunction alarm occurred, identified by the code malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to reset the pump to resolve the issue. No additional information was received regarding the outcome of the event.